Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip (cds0701-ntw, 10220r102) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second clip got caught on one of the leaflets and caused the first clip to have a single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip (cds0701-ntw, 10220r102) was implanted successfully. The second clip delivery system (cds) (cds0701-ntw, 10119u152) was advanced to the mitral valve and when grasping was performed without issue, the clip got caught on the anterior leaflet and created enough torque to pull the first clip off the posterior leaflet, resulting in a single leaflet device attachment (slda). The second clip was repositioned and able to stabilize the first clip. Two clips implanted, reducing mr to 3. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported device damaged another device appear to be related to procedural circumstances. A cause for the reported difficult to remove from anatomy could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na